Event description:
It was reported an m6 deviced was explanted. No additional information was received.

Manufacturer narrative:
The device has not returned for investigation. Additional information has been requested. If information becomes available or the device returns for investigation a follow up report will be submitted.